Manufacturer narrative:
Additional information provided. No sample has been returned for evaluation for the reported issue of permanently dilated pupil; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in device evaluated by MFR and additional narrative. No sample has been returned for evaluation for the reported issue of permanently dilated pupil; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported following the implant of a micro-filtration stent, a patient experienced a permanently dilated pupil. The patient was given medication and is responding to the medicine. Additional information was requested.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient has a normal pupil again. The pupil went from dialated and non-responsive and became slowly reactive to light again and are now back to normal. This took approximately three to four months.